Manufacturer narrative:
Correction: please retract as there is no allegation or indication of malfunction and is an anatomy issue.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, while attempting to implant the lead, it was noted that the epicardial lead exhibited high pacing impedance, failure to capture, a bent helix, and helix difficulty to extend. The lead was not used. The patient was in stable condition throughout the procedure.